Event description:
It was reported that after implantation, neural responses could not be observed. A complete insertion was confirmed by an x-ray. According to the info received on (B)(6) 2012, the patient had very good responses and access to sound in the first fitting. According to info received on (B)(6) 2013, patient's performance with the device has decreased. No trauma is reported by the patient or family, a possible ear infection from the family physician was noted a couple of weeks ago but the tympanogram from (B)(6) 2013 was normal. As per info received on (B)(6) 2013, re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.